Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/26/2018 that on (B)(6) 2018, a loss of connection occurred. The probable cause could not be determined the complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. There was no data log available to review. A bin file analysis was performed and errors were found. The reported event of a loss of connection was confirmed. The probable cause could not be determined.